Event description:
It was reported that the customer experienced a high blood glucose (bg) level ranging from approximately 350 mg/dl to "high". The cause of the high bg was unknown. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.